Event description:
It was reported to nova biomedical that a consumer received a result of 150 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 78 mg/dl and 113 mg/dl. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
On june 21, 2013 a decision was made by nova biomedical to recall this lot of test strips. Local FDA office notified.